Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on the rv channel reported via home monitoring. The first rv lead monitor recording transmitted on (B)(6) 2023. Tachy therapy programmed off in the device. Lead currently remains implanted.